Manufacturer narrative:
Information contained in this report was previously submitted through asr 26jul2011. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device identified brown particles on the device outer surface, and an opening on the diaphragm valve bond edge. Micro analysis of the device identified a sharp edge opening on the diaphragm valve bond edge. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation, capsular contracture, baker grade unknown.

Event description:
Patient called to report left side deflation. Patient representative reported "fear of alcl including: mental anguish and fear of alcl, increased risk of alcl", "anxiety", "disfigurement", "chronic inflammation", "pain", "swelling", "rashes", "itching", and "capsular contracture" baker grade unknown. Patient representative additionally reported "diagnosis of t-cell lymphoma", "mycosis fungoides", "tissue damage", "post-traumatic stress", and "irritable bowel, chronic gi upset"; these events are not device related. Device has been explanted.